Event description:
It was reported via phone call, that 911 wsa called and the customer was hospitalized in (B)(6) 2014 for 5 days. Customer had blood glucose levels of 28mg/dl and 57mg/dl. The customer was found unresponsive, sweating, tongue was hanging out, and eyes were turned. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Customer was treated with glucogon injection, dextrose, and intravenously. The customer also received excessive no delivery alarms, and had a bent catheter. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.